Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Off no power alarm function properly and passed self test. No unexpected blank display noted. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker and peeling keypad overlay. (B)(4).

Event description:
Customer's mother reported via phone call that the plastic on the device was lifted and peeled off. Customer's blood glucose was 450 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.